Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a cholecystectomy under laparoscopy, it was difficult to remove the forceps from the abdomen. The surgeon inspected the instrument using screen but no anomaly of jaws was observed. He removed the forceps and when the extremity of the instrument went out the trocar, one of jaws broke and fell into sterile field, not in patient's body. No injury or consequences to the patient and no surgical delay reported.

Manufacturer narrative:
Integra has completed their internal investigation on march 9, 2017. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; the mobile jaw is broken. The fragment was returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no adverse trend. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt060 provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operation instruments".